Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed an interlock failure error and would not boot up. There was no patient injury or death reported.